Manufacturer narrative:
No UDI or lot number were provided therefore section d4 is unable to be completed. The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a solero applicator. It was reported the tip of the applicator fractured off inside of the patient. The patient did not experience any harm as a result of this incident. Attempts are being made to obtain additional information.